Event description:
Event was reported to caldera medical by an attorney. The patient suffers bladder leakage, dyspareunia, pain, emotional distress, mesh erosion, and mesh extrusion. No further information has been provided.